Event description:
It was reported during an unspecified procedure there were air bubbles in the inflation device. The nurse prepared the inflation device following the standard preparation steps. When using the model-advantage 26 (sgl) to inflate a balloon, however, the physician noticed air bubbles inside the balloon which affected the visibility of the balloon under x-ray. It was also noted that the plunger had to be released manually. There were no patient complications reported.